Event description:
A trilogy evo device was returned to the manufacturer for preventative maintenance. There was no patient harm or injury reported. During the evaluation, the trilogy evo device failed the aecm pilot readings. The proportional (aecm) and three-way solenoid valves need to be replaced to address the issue.

Manufacturer narrative:
DHR review was performed for the complaint device serial number(B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution the reported failure of an aecm failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.